Event description:
It was reported to boston scientific corporation that a percuflex¿ biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed in the bile duct on (B)(6) 2015. According to the complainant, during the procedure the end of the stent broke while they were placing into the patient. The broken portion of the stent was removed with forceps by the physician. The procedure was completed with another percuflex¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation of the returned device found that the stent was broken at the skive of the distal barb. The stent od diameter was measured and is within specification. The investigation concluded that the stent was most likely broken due to some operational/ anatomical factors encountered during the procedure. During manufacturing, the devices are 100% inspected for device functionality and integrity. Therefore the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed in the bile duct on (B)(6) 2015. According to the complainant, during the procedure the end of the stent broke while they were placing into the patient. The broken portion of the stent was removed with forceps by the physician. The procedure was completed with another percuflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.